Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that he is unable to rewind and unable to exit loading. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected loading or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following pump errors: pump error 53 (file number = (B)(4), line number = (B)(4)) @ (B)(6) 2021 12:09:03.000, (B)(6) 2021 12:10:21.000; pump error 130 @ (B)(6) 2021 12:07:05.000, 12/12/2021--5 errors; pump error 43 @ (B)(6) 2021--6 errors, (B)(6) 2021 05:04:21.000 and 05:04:44.000. The case was cut open. After visual inspection, there is rust in/around the following: home motor switch. In summary, the customer¿s report that he is unable to rewind and unable to exit loading was not confirmed during testing; however, the unit is considered a failure due to the rust on the home motor switch and the pump error 53 (filenumber = 2005, linenumber = 5632) which in turn is due to a software issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated they were unable to complete rewind process. Customer stated they were not able to exit the load reservoir or preparing to prime loop. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.